Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, associated with recently diagnosed achalasia and gastroparesis that limited food intake and absorption; the user frequently suspended insulin and requested additional training, and troubleshooting and education were provided with assignment for further training. Symptoms included blood glucose at 55 mg/dl without loss of consciousness or other acute neurologic effects, with low glucose persisting for about one hour. Outcomes included self-treatment with oral carbohydrates and no medical intervention or assistance, with device low and urgent low alerts received. Investigation included review of user-reported event details, device alert performance, and education on appropriate management. Investigation of this case revealed device alerts functioned, and recurrent lows were attributed to clinical factors affecting carbohydrate absorption and user-initiated insulin suspensions rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with patient condition and use factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.